Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump received unexpected restart and external ram crc error. The customer¿s blood glucose level was 100 mg/dl and also reported as little higher than 100¿s mg/dl. The customer also reported issue with insulin delivery. The insulin pump will not be returned for analysis.